Event description:
It was reported there was a loss of data on the unit, software stopped. It has restarted and apparently is now working.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported there was a loss of data on the unit, software stopped. It has restarted and apparently is now working.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of unit is saving data incorrectly was unconfirmed. The equipment is saving client data correctly. There is no root cause as the issue could not be reproduced.